Event description:
On (B)(6) 2011, keystone dental's customer relations group received a call from a customer who stated his pt had a severe anaphylactic shock after a dynablast paste grafting procedure that occurred under IV sedation. This pt underwent IV sedation several times before; all of her previous procedures were uneventful. As reported by the clinician, the pt was transported to the hospital via ambulance. The pt was connected to an intravenous infusion the entire time.

Manufacturer narrative:
This product is contract manufactured for (B)(4). Keystone dental has an exclusive license to sell the dynablast product for dental applications from (B)(4), the developer of the product. A review of keystone dental and (B)(4) complaint databases revealed no other complaints associated with this lot. Keystone dental and integra lifesciences conducted a review of the batch records for dynablast lot 111200 which indicated this product was manufactured and released in accordance with the product's acceptance and release criteria, and that no nonconformance or deviations were observed. Keystone dental's investigation revealed the clinician retrieved the dynablast from the pt while the pt was in the ER. The clinician reported that the pt was treated and released from the hospital, and that the pt is doing well. The clinician did not save the product that was retrieved from the pt. A record review concluded that there are no quantities of this lot remaining in keystone dental's inventory. This pt has no known allergies. A root cause for the pt's adverse reaction could not be determined. (B)(4).